Event description:
A female who had previously been a recipient of steroids, underwent aaa repair in 2009. The pt's anatomical form was not suitable for aaa repair because of the proximal neck being only 12 mm. The physician decided to make a hole in the graft at the left side of the sealing site of the main body for fenestration of the left renal artery. The physician released three stents of the main body graft, before insertion, and then made a one centimeter hole on the left side and placed it back into the sheath. The rest of the procedure was conducted as labeled. After releasing the top cap, a confirmatory angiography was performed and that revealed the left renal artery was blocked. The physician deployed the leg grafts and attempted a cannulation of the left renal artery but failed. The physician completed the procedure with the left renal artery blocked. The status of pt is unk at this time.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. No apparent failure mode has been associated with the complaint device at this time. Based on the provided event description, it would appear the covered renal could be attributed to the physician manipulating the device prior to use and their intended placement of the device relative to the renal artery. Additionally, the pt's anatomy was outside the indications for use. At this time, the root cause is considered to be user error. We will continue to monitor for similar complaints. If add'l info is received regarding this case, and a failure mode is identified with the device, the case will be investigated.